Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
Material no. 367856, batch no. 9126989. It was reported that before use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the labels are lifting up from the tubes. The following information was provided by the initial reporter: satellite locations stating that they are still receiving tubes with new lot numbers that the label is peeling off.